Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: during investigation, there was a line in the display screen. There was a row of missing pixels at the top of the screen. A test display functioned as expected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a failed display flex. This report is made based on results of investigation completed on 10/11/2017.